Manufacturer narrative:
PMA/510k: this report is for an unknown mono/polyaxial screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ganjuly r, et al. (2020), retrospective analysis of pedicle screw accuracy for patients undergoing spinal surgery assisted by intraoperative computed tomography (CT) scanner airo and brainlab navigation, clinical neurology and neurosurgery, volume 198, pages 1-4, (USA). The primary objective of this retrospective study was to quantify the error observed during spinal surgery with utilization of the airo system. From april 2018 to april 2019, 12 patients between ages 21 and 65 who underwent minimally invasive spine surgery thoracolumbar fixation assisted by airo ict guided navigation with saved pedicle screw projection images along with postplacement CT scan were included in the study. The pedicle screws used for all patients were the unknown depuy spine viper prime self-drilling screws that were placed by hand with intraoperative CT-guided navigation. A total of 59 pedicle screws inserted. The projected screw placements were saved to the dicom file system. After all screws were placed, a final postprocedural intraoperative CT was done to verify acceptable screw positioning. Complications were reported as follows: 5 pedicle breaches out of 59 total screws placed. 2 pedicle screw breaches were greater than 2 mm. This report is for the unknown depuy spine viper prime self-drilling screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.